Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer has had unresponsive issues with the pump. Customer will try to give a manual bolus and he will have to go from edge to edge on the button to get it to work. Customer stated that it started happening 6 months ago and last month, it was happening more than usual. Customer thinks that the cause is wear and tear. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow and b button on the insulin pump have intermittent button responds due to moisture damage on keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, reservoir tube cracked, and cracked reservoir tube window.